Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and system will not initialize due to the generator not getting power. Bad stand-alone pcb. Replaced stand alone pcb, system functions as intended. B01, c02, d02 are applicable the product was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. Visual inspections shows component r21 is electrically over stressed. B01, c02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6) rev. T. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck in initializing and radiation was disabled. Troubleshooting was performed, rebooted x3 and unresolved. There was no patient present.